Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they noticed an arctic sun had patient much colder than targeted temperature. Hypothermia cool patient side targeted temperature was 34c. Patient temperature was 31.2c, water temperature was 23.7c and water flow rate was (B)(4). Adult patient with four pads attached. They had removed patient from device and placed bair huggers since below targeted temperature. There was no knowledge of any alerts/alarms. As they was navigating them to the diagnostics screen, device alerted 113 reduced water temperature control. System diagnostics showed outlet monitor temperature was 23.4c, outlet control temperature was 23.3c, inlet temperature was 23.9c, chiller temperature was 12.8c, water flow rate was (B)(4), inlet pressure was (B)(4), circulation pump command was 40 percentage, mixing pump command was 0, heater was 100 percentage, water reservoir level was 5, system hours were 1997.1 and pump hours were 1867.2. Walked through draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later and device was working well. Water temperature was 39.9c. Advised to call back with any additional questions or concerns arctic sun device. There was a second call same day nurse stated they called earlier because device was not warming patient. Then patient was over targeted temperature. Device was not maintaining patient at targeted temperature. Patient temperature was 35.6c, targeted temperature was 34c, water temperature was 28.9c and water flow rate was (B)(4). They told the event log showed alert 113 ( reduced water temperature control) at 19:48 and 20:17. Verified good pad coverage with no exposed abdomen. System diagnostics reading showed outlet monitor temperature was 28.8c, outlet control temperature was 28.8c, inlet temperature was 28.9c, chiller temperature was 29.2c, water flow rate was (B)(4), inlet pressure was (B)(4), circulation pump command was 55 percentage, mixing pump command was 100 percentage, heater was 0, system hours were 1997.1 and pump hours were 1857.2. Water temperature was 28.9c (84f) was very warm considering patient temperature was 1.6 degrees over targeted temperature. Chiller temperature was not cold and mixing pump command was 100 percentage. Advised to swap out device and send to biomed for evaluation. If no other device available would need to use alternate method for cooling. Arctic sun device. Looking at et to patient temperature was time zones, alert 113( reduced water temperature control) appears to had been occurring again right before they called if device time set up correctly.

Event description:
It was reported that the nurse stated that they noticed an arctic sun had patient much colder than targeted temperature. Hypothermia cool patient side targeted temperature was 34c. Patient temperature was 31.2c, water temperature was 23.7c and water flow rate was 1.3 l/m. Adult patient with four pads attached. They had removed patient from device and placed bair huggers since below targeted temperature. There was no knowledge of any alerts/alarms. As they was navigating them to the diagnostics screen, device alerted 113 reduced water temperature control. System diagnostics showed outlet monitor temperature was 23.4c, outlet control temperature was 23.3c, inlet temperature was 23.9c, chiller temperature was 12.8c, water flow rate was 1.3 l/m, inlet pressure was -7psi, circulation pump command was 40 percentage, mixing pump command was 0, heater was 100 percentage, water reservoir level was 5, system hours were 1997.1 and pump hours were 1867.2. Walked through draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later and device was working well. Water temperature was 39.9c. Advised to call back with any additional questions or concerns arctic sun device. There was a second call same day nurse stated they called earlier because device was not warming patient. Then patient was over targeted temperature. Device was not maintaining patient at targeted temperature. Patient temperature was 35.6c, targeted temperature was 34c, water temperature was 28.9c and water flow rate was 2.1 l/m. They told the event log showed alert 113 (reduced water temperature control) at 19:48 and 20:17. Verified good pad coverage with no exposed abdomen. System diagnostics reading showed outlet monitor temperature was 28.8c, outlet control temperature was 28.8c, inlet temperature was 28.9c, chiller temperature was 29.2c, water flow rate was 2.1 l/m, inlet pressure was -7psi, circulation pump command was 55 percentage, mixing pump command was 100 percentage, heater was 0, system hours were 1997.1 and pump hours were 1857.2. Water temperature was 28.9c (84f) was very warm considering patient temperature was 1.6 degrees over targeted temperature. Chiller temperature was not cold and mixing pump command was 100 percentage. Advised to swap out device and send to biomed for evaluation. If no other device available would need to use alternate method for cooling. Arctic sun device. Looking at et to patient temperature was time zones, alert 113 (reduced water temperature control) appears to have been occurring again right before they called if device time set up correctly.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Since, the reported event was confirmed as use related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse stated that they noticed an arctic sun had patient much colder than targeted temperature. Hypothermia cool patient side targeted temperature was 34c. Patient temperature was 31.2c, water temperature was 23.7c and water flow rate was 1.3 l/m. Adult patient with four pads attached. They had removed patient from device and placed bair huggers since below targeted temperature. There was no knowledge of any alerts/alarms. As they was navigating them to the diagnostics screen, device alerted 113 reduced water temperature control. System diagnostics showed outlet monitor temperature was 23.4c, outlet control temperature was 23.3c, inlet temperature was 23.9c, chiller temperature was 12.8c, water flow rate was 1.3 l/m, inlet pressure was -7psi, circulation pump command was 40 percentage, mixing pump command was 0, heater was 100 percentage, water reservoir level was 5, system hours were 1997.1 and pump hours were 1867.2. Walked through draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later and device was working well. Water temperature was 39.9c. Advised to call back with any additional questions or concerns arctic sun device. There was a second call same day nurse stated they called earlier because device was not warming patient. Then patient was over targeted temperature. Device was not maintaining patient at targeted temperature. Patient temperature was 35.6c, targeted temperature was 34c, water temperature was 28.9c and water flow rate was 2.1 l/m. They told the event log showed alert 113 ( reduced water temperature control) at 19:48 and 20:17. Verified good pad coverage with no exposed abdomen. System diagnostics reading showed outlet monitor temperature was 28.8c, outlet control temperature was 28.8c, inlet temperature was 28.9c, chiller temperature was 29.2c, water flow rate was 2.1 l/m, inlet pressure was -7psi, circulation pump command was 55 percentage, mixing pump command was 100 percentage, heater was 0, system hours were 1997.1 and pump hours were 1857.2. Water temperature was 28.9c (84f) was very warm considering patient temperature was 1.6 degrees over targeted temperature. Chiller temperature was not cold and mixing pump command was 100 percentage. Advised to swap out device and send to biomed for evaluation. If no other device available would need to use alternate method for cooling. Arctic sun device. Looking at et to patient temperature was time zones, alert 113( reduced water temperature control) appears to had been occurring again right before they called if device time set up correctly.